Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump shut down and would not power on after being dropped, despite two hours on the charger with the charger light illuminated and attempts to restart using the sleep/wake button while on charge. Symptoms included no device power and inability to deliver therapy; blood glucose at the time was reported as 169 mg/dl without adverse clinical effects. Outcomes included replacement of the ilet and instruction to continue glucose monitoring using the cgm application or receiver, with data not transferring to the replacement and a standard startup required. Investigation included troubleshooting over the phone and verification of charging status and power-on sequence. Investigation of this device revealed a device malfunction following a mechanical drop, consistent with a failure of the pump main assembly to power on despite external power, with no screen damage observed. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to impact resulting in inability to power on.